Event description:
Customer reported that the screen was scratched, buttons required repeated pressing, and the charging port needed adjustment to function. There was no adverse impact to the customer's blood glucose level. Customer declined follow-up and preferred to have the issue documented without further action.